Manufacturer narrative:
This is a system report. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: brand name: tav evfxplus-29; product ID: evfxplus-29; serial/lot: (B)(6); UDI: (B)(4); manufactured date: 2025-09-01; use by date: 2027-09-01; implant date: (B)(6) 2025; FDA site ID: 9617601. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. Following the implant of the valve, the implant depth on the left coronary cusp (lcc) was noted to bit slightly deep on left anterior oblique (lao) projection; however, the implanting physician determined the depth was acceptable. Approximately 1 month following the implant of the valve, valve migration was identified. Subsequently, the transcatheter valve was explanted, and a surgical aortic valve was implanted. During the explant of the transcatheter valve, the physician noted the valve was seated lower than what was observed during the initial implant procedure. Per the physician, the patient's annulus of 80.4 millimeters (mm), left ventricular outflow tract (lvot) of 78.6 mm, and depth of implant contributed to the migration.

Manufacturer narrative:
Updated data: d4. H4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.